Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer via a company representative in regards to a patient receiving intrathecal dilaudid (concentration 20mg/ml; dose 5.178mg/day) via an implantable infusion pump. Patient history included non-malignant pain. The patient had been in and out of the hospital since pump replacement on (B)(6) 2015. On (B)(6) 2015 the patient was in the hospital and the representative was called in to check the pump. The actual issue was unclear. When the patient was asked the specific reason she was in the hospital on (B)(6) 2015, the husband responded that he had a hard time waking the patient up from her sleep. The patient stated that at pump refills the residual volume was what it was supposed to be. The patient believed there was something wrong. The pump logs were checked and it was confirmed that the pump was still running. The doctor decreased the pump dose by 10% to see if that would make a difference. No surgical intervention occurred and it was unknown if any was planned. Event outcome was unknown. Patient status at the time of the report was alive with no injury. Additional information has been requested but was not available at the time of this report.